Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of 723mg/dl and diabetic ketoacidosis. The customer had symptoms such as vomiting and was unable to get their blood glucose down. Customer treated with syringe. Customer indicated that their doctor has not been contacted and their blood glucose value was 152 mg/dl at the time of the call. Customer declined to check the pump settings. The insulin pump failed the high pressure test twice. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.